Manufacturer narrative:
This is a final report filed. This type of event is addressed in the device labeling.

Event description:
Per the surgeon, the patient was explanted due to "infected tissue around the site." The patient's device was explanted in late 2008. Information on reimplantation was not provided.